Event description:
It was reported that a few days after the catheter was indwelled, leakage was found where the distal lumen extension line and injection hub is connected. As a result, the catheter was replaced with a new one with success. This occurred in the pt's room. There was no report of pt death, injury or complications. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.